Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to high impedances and lack of coverage.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50 serial #: (B)(4) description: sc-2316-50 infinion 1x16 perc lead kit-50 model#: sc-3400-30 serial #: description: infinion splitter 2x8 kit (30 cm) model#: sc-4318 lot #: clik x anchor description: clik x anchor

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg, leads and splitters revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. No device malfunction was suspected.